Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4), UDI#: (B)(4), product ID: 9735788, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: 9735773, serial/lot #: (B)(4), ubd: 12-jun-2021, UDI#: (B)(4), product ID: 9735771, serial/lot #: unknown, ubd: 12-jun-2021, UDI#: unknown. This event took place in (B)(6). System service was completed, and hardware parts were replaced. Codes no other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery. It was reported that the system had powered down suddenly during a clinical case. It was noted that after the third reboot of the system, the site was able to complete the case. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that the system was plugged in to a known functional outlet when the issue occurred. The suspected cause of the reported event is that the uninterrupted power supply (ups) and the batteries had a fault.

Manufacturer narrative:
D10: product ID: 9735787, serial/lot #: s20170017 product ID: 9735788, (B)(6) product ID: 9735773, serial/lot #: 2024 product ID: 9735771, serial/lot #: 2019 h3, h6: the main cart uninterruptible power supply (ups), the camera cart ups, the 48v battery, and the 24v battery were returned to the manufacturer for analysis. Functional testing and a visual/physical examination was unable to find fault with any of the returned products as both upss and batteries functioned as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.